Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix fully extended and within product specification. The reported event of helix failure to extend and lead dislodgement was not confirmed. Visual inspection found the helix to be extended and clogged with blood/tissue. X-ray analysis found the inner coil at the connector region severely over torqued consistent with procedural damage. After cleaning, the helix was able to retract and extend by applying torque directly to the inner coil at short length. Visual and x-ray analysis did not find any anomalies with the exception of damages that are consistent with procedural damage.

Event description:
During follow-up, dislodgement was noted due to a change in capture threshold. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.